Manufacturer narrative:
The unit did not alarm button error. All of the buttons functioned properly; however, the unit had moisture on the keypad. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window, and a missing end cap sticker.

Event description:
The customer called in to report a button error alarm and that the insulin pump was submerged in pool water. The customer's blood glucose level was 86 mg/dl. The customer treated with food. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.